Event description:
Reporter stated that the surgeon inserted an aq2003v silicone three piece lens into the eye and noticed that a haptic broke and the lens tore. The incision was enlarged and the lens was removed and replaced with another lens and a suture was used to close the wound.